Manufacturer narrative:
The autopulse platform was returned to zoll on 02/13/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
(B)(6) fire department received a 911 call on (B)(6) 2017 for a (B)(6) male patient, weighing around (B)(6) who was experiencing cardiac arrest. The cardiac arrest was witnessed and occurred at a public location. Manual CPR was administered by police officer which was then continued by on scene ems crews. The customer did not see any signs or symptoms of trauma. Ems crews performed approximately four minutes of manual CPR before deployment of the autopulse. The autopulse was deployed without any issues. The autopulse platform was displaying error message user advisory (ua) 7 (discrepancy between load 1 and load 2 too large). Due to the patient weight, the responding team had difficulty aligning the patient on the platform. The crew then reverted to manual CPR. The customer tried to pull the lifeband; however, the error message continued. Rosc (return of spontaneous circulation) was not achieved. The physician at (B)(6) hospital pronounced the patient dead. It is unknown if an autopsy was performed and the cause of the death is unknown. The customer does not attribute the patient's death to the use of the autopulse.

Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive review and initial functional testing. The root cause of the reported issue was found to be due to defective load cell module 2. The load cell module 2 was replaced to remedy the issue. During visual inspection the load plate cover was found damaged. Archive data review indicated error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) that occurred on the reported event date of (B)(6) 2017. The load sensing system has detected a weight/load imbalance between the two load cells during active operation. The initial functional testing could not be performed due to error message user advisory 07 (discrepancy between load 1 and load 2 too large) was displaying when the platform was powered on. The load cell characterization test confirmed that the load cell module 2 was defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The load plate, front cover and the power distribution board were replaced. The clutch plate was deburred due to a stiffness on the drive shift, after which the platform passed both the run-in and final functional tests.